Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the full lead was returned and analyzed. No anomalies were found. It was noted that the distal conductor was distorted, the proximal conductor was distorted, the proximal conductor had blood/body fluid (not obstructed), the outer insulation had a cosmetic cut, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was damaged at explant. The analyst noted that the helix can not extend and retract due to distal conductor distortion within the connector.

Event description:
It was reported that the lead dislodged with high threshold. The lead explanted and replaced. No patient complications have been reported as a result of this event.